Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that the extension set would not prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20039e lot number 20126088 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of fluid issues - fluid blockage with lot #20126088 regarding item #20039e. H3 other text : see h.10

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20126088 when attaching the smartsite ext set, the set would not prime. Left syringe attached to it for several minutes and then was able to prime.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues and was clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 20039e batch/ lot #: 20126088. When attaching the smartsite ext set, the set would not prime. Left syringe attached to it for several minutes and then was able to prime.